Event description:
While positioning the pt on the table for a surgical procedure. The left side of the leg section frame casting cracked. The leg section, that was supporting a portion of the pt's weight, dropped unexpectedly. The incident did not result in any injuries to the pt or operating room personnel.